Event description:
It was reported that during a laparotomy, reversal of ileostomy procedure, the instrument misfired during the initial firing with the original pre-loaded blue cartridge. Another like device was used to complete the procedure. Surgery was prolonged five to ten minutes. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.